Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their bg and sg values. The case was escalated to engineering support for further review and the user was assisted in performing a firmware upgrade. The upgrade was completed successfully, and after additional monitoring it was determined that the system was performing within expectations, with some discrepancies due to lag and calibrations entered during periods of rapid change. As such, no further assistance was required.

Event description:
Senseonics was made aware of an incident where user reported inaccuracy in sensor readings. No injury or medical intervention was reported.